Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had fiber optic and doppler malfunction. No patient was involved.

Manufacturer narrative:
Corrected fields: h6- type of investigation code. Updated fields: b4, g3, g6, h2.

Manufacturer narrative:
Updated fields: b4, d8, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) missing doppler & fiber optic test failed. There was no patient involved. The fse replaced the missing doppler (0154-01-0001). A minimum of three (3) gfe attempts have been made to obtain additional information on the service/repair/and fo test failure of the unit. At this time the customer has still not replied to any of the gfes, therefore this complaint is being processed with the information currently available. If additional information is provided at a later date the complaint will be reopened and update accordingly.